Event description:
During an evoke spinal cord stimulation (scs) system trial implant, the patient was evaluated for ¿elevated infection parameters.¿ intravenous antibiotics were administered and the patient was provided an additional course of oral antibiotics. The patient¿s permanent implant procedure was rescheduled to confirm resolution of the infection. The trial lead was cultured and the results did not confirm an infection.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The evoke scs percutaneous lead was discarded. Without a returned device, it is not possible to reach a definitive root cause for the reported event. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalisation with intravenous antibiotic therapy. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." The manufacturing records of the device were reviewed and the device met all requirements for release with no anomalies detected.